Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No pt or staff injury was reported.

Event description:
The customer reported that the 9900 system had a hard disk error. No pt injury was reported.